Event description:
CT scan on kidneys with contrast injection. Very hot sensation in pelvic area, thighs, and arms/hand from contrast. On (B)(6) 2013 eight hours of painful constipation - painful uterus next two days after his test. CT scan machine located at (B)(6). Pain of 8hr duration.